Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the 3t heater cooler. Customer stated that the cardioplegia would not warm after circulating the cold. A livanova field service engineer was dispatched the customer and tested unit and unable to reproduce. Unit warmed after cooling down to 2 degrees to 37 degrees. Performed this test several times and was completed successfully each time. Unit returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during a procedure, the 3t heater cooler, when used in cardiac use and was set to warm, the patient¿s temperature had dropped when it should have been warming. There is no report of any patient injury.

Manufacturer narrative:
H11: a review of the device¿s service history identified that no similar event has been reported since unit installation in 2017. Based on the available information, reported event appears to be a non-systematic event. Since the issue could not be reproduced, the root cause could not be definitively determined. Nevertheless, given the results of previous investigations into similar cases, it cannot be ruled out that the issue was related to an excessively long circuit line or to simultaneous heating of both the cardioplegia and patient circuits, which may have impaired the system¿s ability to heat the patient side effectively. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep the post market surveillance.

Event description:
See initial report.